Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the battery cap was stuck in the insulin pump. She stated she was going to break it off but wants to make sure she can be sent a new one. Customer's blood glucose was unknown. Customer stated she was currently in the hospital due to complications from diabetes but it had nothing to do with insulin pump. Customer was advised if she was unable to remove the battery cap to call back to replace the device. No further information reported.